Event description:
This spontaneous case was originally reported by a consumer through social media and describes the occurrence of abdominal pain ("within two or three months, I started noticing I was having abdominal pain") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced abdominal pain (seriousness criterion intervention required), alopecia ("over the years, my hair fell out, my eyebrows fell out"), acne ("I had such bad acne that my skin hurt"), anxiety ("chronic anxiety") and depression ("depression"). The patient was treated with surgery (hysterectomy for essure removal). Essure was removed. At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, acne, alopecia, anxiety and depression to be related to essure administration. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer through social media and describes the occurrence of abdominal pain ("within two or three months, I started noticing I was having abdominal pain") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced abdominal pain (seriousness criterion intervention required), alopecia ("over the years, my hair fell out"), acne ("I had such bad acne that my skin hurt"), anxiety ("chronic anxiety"), depression ("depression") and madarosis ("eyebrow loss"). The patient was treated with surgery (hysterectomy for essure removal). Essure was removed. At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, acne, alopecia, anxiety, depression and madarosis to be related to essure administration. The most recent follow-up information incorporated above includes data received on: 20-jan-2023: upon receipt of the follow-up, it was informed that the correct initial receipt date for this case is 02-jan-2023 instead of 03-jan-2023 . New reportes added. New adverse event reported: eyebrowloss. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer through social media and describes the occurrence of abdominal pain ("within two or three months, I started noticing I was having abdominal pain") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced abdominal pain (seriousness criterion intervention required), alopecia ("over the years, my hair fell out"), acne ("I had such bad acne that my skin hurt"), anxiety ("chronic anxiety"), depression ("depression") and madarosis ("eyebrow loss"). The patient was treated with surgery (hysterectomy for essure removal). Essure was removed. At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, acne, alopecia, anxiety, depression and madarosis to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 22-jan-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.